Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient expired during use of the pump. Per reporter hydromorphone 200mg/100ml was being used during therapy with a concentration of 2 mg/ml, with a continuous rate of 0.3 mg/hr. Settings reported as: reservoir: 100 ml, demand dose: 1 mg, demand dose lockout: 15 min. Type of therapy was reported to be pca; prn for pain. Concomitant products reported to have been compounded on (B)(6) 2024 at 4:00 pm. No further details were provided regarding any pump issues. A clinical review of the events was unable to implicate or exclude the infusion pump as the cause of the patient event.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a loose front bottom label, loose front housing screw, worn uso seal, and lifted dso seal. There was no evidence to review in the device's event history log. The device passed all functional testing. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.